Manufacturer narrative:
Celox rapid is not indicated for pph area of use. The device has been used off-label and the cause of the event cannot be established as device related. A full review of the batch manufacturing records for the celox rapid z-fold gauze7.6cm x 1.5m ce german used in this incident, lot: 21200 exp: 2026-05, there was (B)(4) units manufactured may 2021, all raw materials were within specification, manufacturing processes were as validated, product test results were within specification. There were no oos, non-conformities or deviations noted and there is no indication in the records of any issues during manufacture, it is confirmed that the product fully met approved specifications, and the records did not indicate any issue that could be the cause of the incident.

Event description:
There had a patient with development of a severe glaucoma after the application of cx last weekend, which is fortunately regressive.